Manufacturer narrative:
Analysis was performed a philips remote service engineer (rse), who spoke to the biomedical engineer (biomed). The biomed reported that the simulator setup was good, as he tested other mmx devices on the simulator. The rse advised biomed to replace the ECG measurement board. The biomed has assumed responsibility to repair the device. A review of the service history for this device shows that the problem has not been reported again for this device.

Event description:
Philips received a complaint on intellivue mmx indicating that the electrocardiogram (ECG) reading was lower than some of the readings on the working model, and it looks different than normal sinus rhythm. The device was not in use on a patient at the time of the event, so there was no patient involvement.